Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was up to about 400 mg/dl. The customer also reported other blood glucose values such as 200 mg/dl, 120 mg/dl, 212 mg/dl. The customer treated for high blood glucose with the insulin pump. The customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.